Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was stopping and needed replacement; however, the repair was not completed because it is awaiting customer decision for repair. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during testing of the unit, before the procedure, the device would not function after switching on was all the information provided by healthcare facility. Investigation showed the motor would not stay on. No adverse event was reported as a result of this malfunction.